Event description:
Review of the egms in the ICD, showed a gradual increase in high impedance. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.